Event description:
The pt received an scs system including a surgical lead on (B)(6) 2007. It was reported that she was not receiving adequate stimulation coverage. In an effort to resolve this matter, the pt's lead was replaced. The new device was also implanted more midline. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.